Manufacturer narrative:
A review of the device history record for strattice lot sp100311 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up #1 to report on 18/feb/2024, pmqa received notification from legal that the plaintiff profile form (ppf). As per the ppf form, the patient underwent a repair of recurrent hiatal hernia with a reduction of intrathoracic omentum and gastric sleeve; diaphragmatic crural repair reinforcedand and patient was implanted with the strattice device lot# sp100311-133; ref. # 0608001 on (B)(6) 2016. On (B)(6) 2016, patient underwent ventral incisional hernia with primary closure and implanted with a non-abbvie device, onlay phasix mesh (bard phasix mesh lot #huat2166). On (B)(6) 2016, a subcutaneous seroma was drained and serosanguineous fluid aspirated. The form lists the condition that was treated: on (B)(6) 2017, an exploratory laparotomy and segmental small bowel resection. Approx. 2016-2017, cat scans of ab/pel and MRI diagnostic testing performed. Result was not provided. Between (B)(6) 2017, exploratory laparotomy and segmental small bowel resection performed. On (B)(6) 2017, pressed fluid out of seroma in office post-operatively. Between (B)(6) 2015 - 2016, follow up on hernia surgeries repair and symptoms. On (B)(6) 2017, expressed fluid (seroma from bowel obstruction) from incision in exam room. From 2017 - 2024, exploratory laparotomy and segmental small bowel resection, post-op seroma and gastric emptying test. On (B)(6) 2019, gastric emptying test performed. From (B)(6) 2022 - (B)(6) 2024, gastroparesis; hiatal hernia was noted. Approx. 2016-present, stomach/abdominal pain; trouble keeping food down; muscle pain; body cramps; occasional nausea; hernia symptoms; hernia. Between (B)(6) 2025, stomach pain and vomiting; bowel obstruction. As reported in initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.